Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance, sensing noise and high capture threshold. The physician also alleged that there seem to be some oxidation on the lead. The rv lead was capped and replaced on (B)(6) 2022 during the procedure. The patient was stable throughout.